Manufacturer narrative:
Correction: missing explant date.

Manufacturer narrative:
The reported events of high capture threshold, noise, and failure to sense were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise, high capture thresholds and failure to sense on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was discharged from the hospital after the procedure.